Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a few hours after implant of this pacemaker system, the right ventricular (rv) lead had loss of capture at max output. This resulted in pacing inhibition longer than three seconds, and the patient experienced complete heart block. The lead was tested in uni-polar and still had no capture. Radiographs did not reveal a dislodgement, and a there was no report of noise. The following morning the lead was capturing normally with a threshold of 0.70 v. The angle of patient on operating table versus laying flat was discussed. The lead was surgically repositioned to the distal septum, which resolved the issue. No additional adverse patient effects were reported.